Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a power on self-test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection identified a damaged fuse. The fuse was replaced, after which the f-94 (configuration option settings checksum is not 0.) Alarm was identified. The cause of the reported condition was determined to be a damaged fuse and a depleted battery. To correct this condition the fuse and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This occurred prior to use. There was no patient involvement. No additional information is available.